Manufacturer narrative:
The reported event of lead noise was not confirmed. Final analysis found that as received, a partial lead was returned in one piece for analysis. X-ray, electrical and visual analysis were normal with no anomalies found. All other damages were sustained during procedure.

Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented for a follow-up in clinic. Upon interrogation, it was noted, that the right ventricular and right atrial leads exhibited noise. The leads were explanted and replaced. The patient was stable.